Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator for headache. It was reported that stimulation did not help with the patient's occipital headaches and pain anymore and was not providing relief. The patient also wanted an MRI. It was unknown what led to the event. No diagnostics or troubleshooting was performed. Both leads and implantable neurostimulator (ins) were explanted. The issue was resolved at the time of the report.